Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was corrosion built up inside the device. This condition could cause the device to not retain the pin.

Event description:
It was reported that the device would not retain a pin during a procedure. A back up device was used to complete the case with no allegation of adverse consequences.